Event description:
Reportable based on returned device analysis completed on (B)(6) 2018. An intellanav mifi oi ablation catheter was selected for use. It was reported that a loss of signal occurred and the catheter had to be exchanged. No information was available regarding patient outcome. However, returned device analysis revealed body fluid ingress and corrosion. Visual inspection of the returned device revealed a bend immediately distal from the butt bond. Body fluid was found under ring 1 proximal to the seal, and under the proximal edge of the ring 1 electrode. The luer fitting was also cracked. Electrical testing revealed no electrical shorts. Ring 3 resistance measured open. All other electrodes, sensor and thermocouple resistance measurements were within specification. The steering knob and tension control knob functioned properly on both the lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray did not identify any irregularities. The distal end was dissected. Most of the ring seals seemed like they weren't adhering properly to the tubing; there was tried body fluid under all three electrodes and inside the ring wire feed through holes. Ring 1 and ring 3 were heavily corroded and broken at the ankle to the electrodes. The tubing was dissected. Dried body fluid and saline were found throughout the distal end. The center support and steering wires were corroded.